Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient who was receiving gablofen 2000 mcg/ml at 552 mcg/day via an implantable pump for intractable spasticity and head/brain injury. It was reported the pump flipped. The patient's managing physician attempted to refill the pump, but was unable to access the reservoir. An x-ray was performed to determine the orientation of the pump, and it was discovered the pump flipped. The patient's caregivers were not sure why the pump flipped. The patient was referred to a hcp and the pump was surgically flipped back over. No patient symptoms were reported. This occurred during normal use. The event date was not able to be obtained. The issue was reported as resolved at the time of this report. Other medications the patient was taking at the time of the event were not able to be obtained. The patient status was reported as "alive-no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.